Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse and csr tested the camera in accordance with isi procedures and was inconsistent finding home position. The csr is taking care of further testing and decision to replace camera. The system was tested and verified as ready for use. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adaptor. The issue was resolved after the sterile adaptor was reseated. The fse went onsite and tested the endoscope. The fse recommended the scope be returned to isi; however, according to the logs the device has been used in subsequent procedures with no issues noted.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the staff encountered an issue where the image was upside down. The staff removed and replaced the endoscope, undocked the system, and power cycled the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the staff through removing the endoscope, adjusting the base of the endoscope and wiping out the guided tool change with no change. The staff adjusted the endoscope a second time, which resolved the image issue. Later, the site called back and reported that while the image was correct, the instruments were moving in opposite directions. The tse instructed the site to remove the endoscope, perform an e-stop and recovery, press the instrument clutch button, and reinstall the endoscope, but the issue persisted. The tse then had the site install the endoscope on the universal surgical manipulator (usm) arm 2 and it worked normally. The issue returned when moving the endoscope back to the usm arm 3. Tse advised the site to drape arm 1 and use arms 1, 2, and 3. After reseating the adapter on arm 3, it functioned correctly. The site requested a field engineer (fe) to inspect arm 3. The procedure was completing as planned with no report of patient injury.